Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a shoulder procedure, the device overheated. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of the device and did not identify any damage or wear that would be inconsistent with normal use over time. A functional evaluation identified higher than expected current draw at a rotational speed of 5000 rpms which can result in heating of the motor housing. The motor exhibited a noise consistent with wear but otherwise functioned as intended. The root cause of this event was identified to be associated with a failure of the motor which can occur over time from extended use and repeated cleaning and sterilization cycles. A review of the device history record was performed which confirmed no inconsistencies.